Event description:
Complainant alleged that a pt was found collapsed out of doors, suffering from a heart attack. The pt was treated by the ambulance crew, but there was no info available regarding treatment. The pt was transported to the hosp, where pt was defibrillated, possibly with the same electrodes that had been applied in the field. At some point during the pt defibrillation, an arc was observed that reportedly blew a hole in the anterior electrode. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction. There was no add'l event info available. The complainant indicated that the used electrodes were not being returned to zoll for eval.